Event description:
It was reported that during procedure, the drill was excessively loud when removing bone. Doctor felt the device malfunctioned. The procedure was completed by using a saw. Investigation results determined drill had a abnormal noise and smoke consistent with a broken motor shaft driver in the drill, caused by excessive cutting forces.

Manufacturer narrative:
The device was used in treatment and it was reported that the drill was making an abnormally loud noise and the dr. Felt it malfunctioning. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill was connected to a system and tested. The abnormal noise was confirmed. The noise and subsequent smoking of the drill was consistent with a broken motor shaft driver in the drill. The malfunction is most probably due to expected wear / tear.